Event description:
A user facility reports that an intraocular lens (iol) was removed after insertion and a vitrectomy was required. The association between this event and the iol is not known. Additional information has been requested.